Event description:
Pt has had a history of frequent falling spells and complaints of rapid heart rate. Unable to document pacemaker malfunction, but device and lead are under recall and pt wishes to have lead removed. Another co's extraction system was used. Lead was removed except for anode (tip of lead) that was adhesed to ventricular. Pacemaker was changed. Pt was discharged the next day.